Event description:
Caller reported that a cartridge alarm occurred on the tandem mobi pump, which may have been triggered by exposure to magsafe magnets. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and arranged for a replacement pump to be sent. The caller was instructed to place the current pump into storage mode, return it using provided materials, program pump settings, and connect their cgm to the replacement pump. A replacement pump with updated software was sent, and the caller understood and acknowledged all instructions.